Event description:
The customer observed that the laboratory automation system (las) sent sample sid (B)(6) when sample sid (B)(6) was in the sampling position on the architect i2000sr analyzer in association with the (B)(4) accelerator aps iom platform. Both samples were being analyzed for vitamin d and both were retested with the similar results as reported the previous day: sid (B)(6) run on (B)(6) reported result =33.3 nmol/l; sid (B)(6) run on (B)(6) re-run = 31.9 nmol/l; sid (B)(6) run on (B)(6) reported result = 40.1 nmol/l; and, sid (B)(6) run on (B)(6) re-run = 36.6 nmol/l. The lab's reference range for vitamin d = 70 - 150 nmol/l. There is no impact to patient management reported.

Manufacturer narrative:
Error code 8275, sample presentation error, occurred on a sample on the architect i2000sr analyzer connected to the accelerator aps. Other complaints for the occurrence of error code 8275 on an i2000sr system attached to the aps were found. The investigation report submitted by (B)(4) (the manufacturer of the accelerator aps device) indicates that the architect i2000sr received two consecutive sample in position messages without receiving a sampling complete message after the first sample. In total, the investigation identified three scenarios that generated error code 8275. To resolve this issue, aps software version 1.7.1 and firmware version 1.37 were released on 03 december 2010; however, a new complaint was received for the generation of error code 8275 following the installation of the new software on the system. The new software addressed two of the scenarios, but did not address the situation described above. (B)(4) determined that the system is not functioning as intended. Root cause is not known at this time. To control the occurrence of this error on the (B)(4) system, a software upgrade to the architect systems is scheduled for release first to second quarters of 2012, which will send results to exceptions and prevent any patient results from being reported. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual, 201837-108, and the accelerator aps operations manual, 580799011.0, both contain information to address the current customer issue regarding error code 8275 and sample presentation errors.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No consequences or impact to patient (B)(4). Computer software issue (B)(4).